Event description:
It was reported there were rf (radio-frequency) telemetry issues. The programmer was also slow to boot, the strip printer did not work, software could not be updated, screws were missing from the screen support, and the handle was broken. The programmer and rf head were returned for update and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).